Manufacturer narrative:
A specific root cause could not be identified. Review of the provided calibration and qc data did not indicate an issue. The investigation found the most likely cause of the event was the technologist forgetting to drop the straw into the clean cell bottle.

Manufacturer narrative:
Additional information as received: the repeat results on (B)(6) 2014 were performed with a new reagent pack. The customer was not using the recommended sample tube rack adapters which may have allowed the sample tubes to lean in the rack resulting in sampling issues.

Event description:
The customer received questionable vitamin d total results for seven patient samples. Prior to the event, the technologist changed the clean cell bottle and forgot to drop the straw into the bottle. The instrument would not restart until the customer performed a complete shutdown. The customer then ran qc which was acceptable. The samples were repeated on (B)(6) 2014. Of the data provided, only the results for five patient samples were discrepant. Patient sample 1 initial result was >175.0 nmol/l and the repeat result was 50.6 nmol/l. Patient sample 2 (male) initial result was >175.0 nmol/l and the repeat result was 80.2 nmol/l. Patient sample 3 (female) initial result was >175.0 nmol/l and the repeat result was 111.9 nmol/l. Patient sample 4 (female) initial result was >175.0 nmol/l and the repeat result was 94.9 nmol/l. Patient sample 5 (female) initial result was >175.0 nmol/l and the repeat result was 103.1 nmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The vitamin d reagent lot number was 17759401. The expiration date was requested, but was not provided.

Manufacturer narrative:
This event occurred in (B)(6).